Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a prolonged pairing time with a freestyle libre 3 plus sensor used with the ilet system, which was addressed through troubleshooting and education that included rescanning the sensor and allowing additional time for pairing. No adverse clinical symptoms reported. Outcomes included resolution of the pairing issue after user education and guidance to retry pairing. User support included customer support-led troubleshooting focused on device setup and connectivity. Investigation of this case revealed no device malfunction and no component failure, with the issue consistent with expected sensor pairing behavior that can require additional time. It was concluded, based on previously established findings for similar reports, that the cause was user setup challenge and normal device behavior during pairing.